Event description:
It was reported that while preparing for an unspecified endoscopic procedure, the tip broke. A trapezoid rx lithotripter compatible basket had been selected for use. While preparing the device, the device was tested. When "topmost" part of the device was broken while closing the basket. The procedure was completed with another trapezoid rx lithotripter compatible basket.